Event description:
The consumer reported that the first implant was infected and he had developed cysts the size of golf balls with pus in them. The device was taken out and replaced. The indications for use were headache and spinal pain. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.